Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a follow-up, the left ventricular lead was found to be dislodged. The lead was explanted and a new lead could not be implanted as the replacement. The patient condition was stable before, during and after the operation. There were no adverse consequences.